Manufacturer narrative:
The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the scope connector had a bent pin. The issue was found during preparation for use. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, the video connector pin was found bent, which caused no image to appear. This report is being submitted for the malfunction found by service during the device evaluation (no image).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see updates to h4 and h6. The device was returned to olympus for inspection, and the reportable malfunction (loss of image) was confirmed. Additionally, the repair center confirmed the customers complaint, deformation of the connector pin). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to the deformation of the connector pin. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.